Event description:
It was reported that during during surgery the jaws failed leaving a small piece of metal inside the patient. This was retrieved immediately and there was no delay in surgical time or injury to the patient.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Signs of too strong force and a bad preparation could be found. Therefore, a corroded place has arisen, this has then led to the breakage of the rivet head the event is filed under internal karl storz complaint ID ((B)(4)).